Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the reported driveline infection could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported on (B)(6) 2025, that the patient experienced drainage at the time of the event. There was an unknown cause of the fall, and the fall was not device related. The death was not considered to be device related and the device operated as intended. No autopsy was performed, and the device would not be returned.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 following a fall at home. Care was withdrawn on (B)(6) 2025 due to a brain herniation from the fall. It was later reported on 23dec2025, that the patient was on eliquis 2.5 mg and computed tomography (CT) was done that showed the brain herniation. The patient was started on epinephrine and intravenous (IV) zosyn for pseudomonas driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.